Manufacturer narrative:
H.6. Investigation summary: eighty one 32gxx 4mm pen needles were returned from lot. No. 8346641, cat. No. 320562. Visual examination was carried out on all eighty one samples and no issues were observed. A clog test was also carried out on the eighty one samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see section h.10

Event description:
It was reported that during injection medication leaked with a bd pen ndl 32g 4mm hp 100 box fr. The following information was provided by the initial reporter, translated from french to english: at the time of injection the needle bends and part of the product is injected outside.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection medication leaked with a bd pen ndl 32g 4mm hp 100 box fr. The following information was provided by the initial reporter, translated from french to english: at the time of injection the needle bends and part of the product is injected outside.